Manufacturer narrative:
Complaint (B)(4). Complaint investigation is ongoing. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer complained regarding suction for the tubes. Customer advised they needed to draw 2 tubes per patient because the tubes only filled halfway.

Manufacturer narrative:
Complaint statement (B)(4) - no samples were received for evaluation. Received customer picture. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.